Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 05/01/2014 with the following results: testing was unable to duplicate the complaint. No delivery defect was found. Tdd¿s add up correctly. Typical usage alarms observed in pump history. Pump passed a delivery accuracy test successfully. On (B)(6) 2014 01:40 a replace cartridge alarm was recorded; insulin deliveries resumed at 04:13. The meter was not returned with the pump. The black box shows the pump was manually suspended on (B)(6) 2014 13:01; insulin deliveries were never resumed. Unrelated to the complaint, the display screen has a pinkish contrast but the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient¿s blood glucose (bg) has been high since last night and is now registering as ¿high¿ on the meter. Patient has severe vomiting. Reporter doesn¿t know when site was last changed and does not know how to give alternative form of delivery. Reporter states patient is not able to change site/set or give the injection either. Reporter does not have a protocol as to how much insulin should be given when bg reads ¿high¿. Customer support advised reporter to call emergency services, since site/set change is not an option at the moment per reporter, and neither patient nor reporter are able to administer alternative form of insulin delivery. Reporter agrees to call. This complaint is being reported because the patient experienced hyperglycemia requiring medical assistance.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted 04/10/2014: additional clinical information provided by patient on 03/26/2014: patient was did contact ems per customer support's recommendation and was hospitalized in ICU 4 days with an additional 2 days of observation. Patient has discontinued pump therapy per hcp instructions and is using a prescribed alternate method of insulin delivery; will remain off the pump until further notice. Contributing factors to the hyperglycemia include gastroparesis and a possible cerebrovascular accident. The patient just returned from europe on 03/07/2014 and is classified as a brittle diabetic. Patient does not implicate pump in this incident at this time.